Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the reservoir had a leak. Customer stated there was leak on the reservoir cap. Advised customer it was reservoir priming. Test the manual prime and it passed. It was found that past events were solved by reservoir change. Advised the customer to report back if reoccur. Customer's blood glucose was 450 mg/dl. Advised the customer the 10 pieces will be replaced. No further information provided.